Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported that the intellivue mx550 patient monitor reported appearance of a technical message indicating a loudspeaker fault and specifies that the sound level is very low and of poor quality, with a muted and degraded sound estimated at two out of a maximum volume level of ten, suggesting an imminent hardware failure of the loudspeaker. The device was not in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer received onsite assistance from a philips field service engineer (fse) who found that the speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker assembly. The reported problem was confirmed. The fse replaced onsite the speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.